Event description:
An internal demo pump used by implementation services which resulted in a processor hardware failure (linux core). The pump alarm status is suspected to be the result of a som crash. Upon return, the device annunciated a fail stop alarm while idle. Given the fact that the pump was idle at the time of the alarm and that log review showed no correlation of the alarm to any specific lvp background activity, it was suspected this could be due to a som failure. The issue has been unable to be reproduced including while running at elevated temperature for several days. Therefore, no root cause could be identified. No further action is required.

Event description:
Fresenius kabi clinical implementation specialist reported the following: "my demo pump was sitting on my desk turned on with the unit/dept and care profile chosen on the set up screen. I had infused a previous scenario in the past 1-2 hrs. It had completed. Out of the blue, the pump started alarming with the red inlets lit up (no message on the screen). I did a full power down and got it to turn off. The s/n is (B)(6). I am currently running an infusion for the past 22 minutes and it seems to be working fine now." A preliminary review of the device logs reveals the following issue: processor hardware failure (linux core). Reporting as a conservative measure. No adverse effects were communicated. More information is needed to complete the investigation.